Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition indicating a malfunction of the oxygen blending module board. There was no downloaded event log available for review. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition indicating a malfunction of the oxygen blending module board. There was no downloaded event log available for review. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. A service required alarm condition indicating a communication failure to the oxygen blending module was observed. The device's oxygen blending module board needs to be replaced to address the issue. A service required indicating a separate possible oxygen blending module board failure was noted. There is no clarification of what failure occurred. The replacement of the oxygen blending module board would correct this issue also. Additionally, the device's universal porting block, front, bottom and rear enclosure, power cord clamp, flow sensor assembly, top plate, handle o-rings and handle need replaced due to physical damage. The whisper cap is contaminated and needs replaced. The pollen air filter and maintenance label need replaced per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.